Event description:
It was reported that the patient's pacemaker had unexpectedly gone into back-up operation due to an unknown cause. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of the pacemaker being in backup mode was confirmed. As received, the backup condition of the device was verified. Final analysis determined that the cause of the field complaint was an anomalous integrated circuit (ic) on the hybrid. An assessment of the total projected longevity found that the device had appropriate longevity remaining.